Event description:
Two implants were placed 7/11/96, site #22,#27-1 implant (#22) was removed 1/22/97 at the request of the pt's physician. A cyst had developed under the implant and antibiotics were not healing the area. Once healed, a new implant will be placed. One person affected.